Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, how many devices were involved in this single procedure. How many sutures broke during this single liver surgery on one patient? Did the event occur during one or multiple patient procedures? If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). How the procedure was complete? Please provide procedure name and date. Please provide event date. Device return status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-06887, 2210968-2020-06888 and 2210968-2020-06889

Event description:
It was reported that the patient underwent a liver surgery in 2020 and the suture was used. During surgery, the suture was breaking continually. There were no patient consequences reported . The procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional h3 investigation summary: an opened box with seven unopened samples of product code w8707 lot # mph062 were received for evaluation. During the visual inspection of seven unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/17/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please clarify, how many devices were involved in this single procedure? - 3ea. 2. Did the event occur during one or multiple patient procedures?- one patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.